Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routing generator replacement, the physician could not smoothly insert the screwdriver through grommet to screw the setscrew. The physician used a needle to probe the setscrew position. The screw was found to be smashed and the grommet was damaged due to the use of the needle. The device was not used and a new device was implanted. No patient complications have been reported as a result of this event.